Manufacturer narrative:
Correction: on initial MDR FDA product problem code 3191 and 2292 was an error. It should have been 1451 on the original MDR. Additional information provided in a.3., b.6., h.3., h.6. And h.10. Photos were provided of the eye. A small rectangular reflection was observed near the left edge of the lens. No imbedded fragment or damage could be observed in the provided photo. It cannot be determined if this reflected artifact was related to surface/internal anomaly or damage. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Photos were provided which showed a reflected anomaly.information as provided that at three weeks post-op patient is 6/6 unaided. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noted an irregularity on iol after implantation. Right eye was involved. No medical intervention required, iol was left insitu and procedure was completed on the same day. Additional information was requested and provided that after the iol was inserted into the capsular bag I noticed a glistening fragment on the posterior aspect of the lens and there is trace ac cells.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).